Event description:
Boston scientific crm received information that this right ventricular lead was exhibiting no capture and impedance measurements greater than 2500 ohms. Therefore, a lead revision was performed and the lead was removed from service and replaced. No adverse patient effects were reported.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) which was included in the shortened replacement window advisory april 2007 population product advisory was initially communicated on 4/5/2007 was suspected of exhibiting the advisory behavior. A save to disk was sent in for analysis, which confirmed this device reached middle of life 2 battery status after 22 months of implant. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/reporter contacted lifescan (lfs) customer service on behalf of the lay-user/patient on (B)(6), 2010 alleging that the onetouch ultra2 meter is giving inaccurate erratic readings of "147 and 262 mg/dl." The patient's diabetes is managed with self adjusting insulin per the lfs meter readings. On (B)(6), 2010 at 8 pm, the patient reportedly took 8 units of insulin based on the lfs meter readings. At 10 pm, the reporter claimed that the patient developed symptoms described as "sweating, shaking, and pale." The patient promptly administered treatment with food and/or drink. There was no other blood glucose devices used on the day of concern. According to the troubleshooting performed with customer service, the reported meter readings were performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that can be suggestive of hypoglycemia after he took insulin per the alleged inaccurate results obtained on the lfs meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510k # k073231.